Manufacturer narrative:
B5- the reporter indicated that on (B)(6) 2024 a 12.6mm, vticmo 12.6, -12.50/4.5/087 (sphere/cylinder/axis), implantable collamer lens tore/broke during loading. Damaged occured during loading. Damage noted during loading. Lens was implanted and removed intraoperatively. The cause of the event was reported as unknown. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2024 a 12.6mm, vticmo 12.6, -12.50/4.5/087 (sphere/cylinder/axis), implantable collamer lens tore/broke during loading. Damaged occured during loading. Damage noted during loading. Lens was implanted and removed intraoperatively. Anterior chamber irrigation/evacuation of viso/fluids was reported. The cause of the event was reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the. (B)(4).